Event description:
Device not sensing. This was a catheter issue. When the catheter connected to the cable, there was no pressure reading displayed. The cable was changed, but still no pressure reading. The catheter was removed, and a new catheter was used. The new catheter was fine with a pressure reading. The procedure was completed without any further issues. No injury to the patient.